Event description:
A doctor alleged that the maxcem elite clear product had set up too quickly while seating a patient's four (4) unit bridge, leaving an open margin.

Manufacturer narrative:
Patient information with regard to gender, age, and weight were not provided by the doctor. The doctor cut the patient's bridge off and had a new restoration made. A new bridge was cemented for the patient, without further incident. To date, the patient is doing fine. The product involved in the alleged incident was not returned. Lot # 4710905 has been identified as an affected lot which is part of an ongoing maxcem elite recall; therefore, no evaluation further evaluation is necessary.